Event description:
It was reported that the e-device cellular accessory "stopped working." The patient is sending in the e-device cellular accessory, and a new one is being sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the accessory has been returned.

Manufacturer narrative:
Product event summary: the device was analyzed and the reported event could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.